Event description:
It was reported that the distal shaft of the catheter was detached inside the patient's body. During percutaneous coronary intervention, two promus element stents with unspecified size were implanted in a 100% stenosed lesion located in a moderately calcified and mildly tortuous proximal to distal right coronary artery. An opticross imaging catheter was used to checked placement of the stents. There was no problem observed. When the physician performed final imaging using the same device, image appeared once but was lost. Angiography was canceled and the imaging device was removed. They noticed that the shaft of the device got detached and the distal shaft was missing. Angiography was performed again to check the location of the missing distal shaft. It was confirmed that the proximal end of the distal shaft remained in the body and lodged in middle right coronary artery. The detached distal shaft was removed by using an unknown guidewire. There was no resistance felt when removing the device. It is also considered that catheter flush leak occurred when flushing was done due to the detachment of the shaft. No patient complication was reported and the patients status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that vascular access was obtained via right femoral artery through a non bsc sheath. The target lesion was diffused and non-calcified. A non bsc guide wire was advanced to the target lesion through the 7f mach 1 guide catheter. The physician performed intravascular ultrasound (ivus) while predilating the target lesion with a 2.5mmx15mm unspecified balloon catheter to determine the size of stent to use. A 2.5mmx28mm and 3.0mmx24mm promus element stents were inserted to treat the target lesion. The physician performed another ivus to check the apposition of the implanted stents;however, the image was lost. During flushing, the physician noticed that saline oozed from the catheter sheath. The physician withdrew the opticross from the patient to re- flush and noticed a bare drive-cable thus sheath separation occurred.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The imaging window was detached at the blue sheath/imaging window junction (near the lap joint). The imaging core was kinked distal to the lap joint. Full image characterization testing cannot be performed based on the returned condition of the catheter. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that vascular access was obtained via right femoral artery through a non bsc sheath. The target lesion was diffused and non-calcified. A non bsc guide wire was advanced to the target lesion through the 7f mach 1 guide catheter. The physician performed intravascular ultrasound (ivus) while predilating the target lesion with a 2.5mmx15mm unspecified balloon catheter to determine the size of stent to use. A 2.5mmx28mm and 3.0mmx24mm promus element stents were inserted to treat the target lesion. The physician performed another ivus to check the apposition of the implanted stents;however, the image was lost. During flushing, the physician noticed that saline oozed from the catheter sheath. The physician withdrew the opticross from the patient to re- flush and noticed a bare drive-cable thus sheath separation occurred.